Event description:
It was reported that during a laparoscopic appendectomy procedure; the stapler misfired during use; malformed staples. The procedure was completed using another same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m5214u. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The reported event could not be confirmed as no malformed staples were noted during functional testing. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Photograph. Additional information was requested and the following was obtained: what was the product code of the cartridge being used? ¿ tr45w. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Unknown. Did bleeding occur as a result of the event? Unknown. If yes, how was the bleeding controlled? Unknown. If yes, how much blood was lost (ml)? Unknown. If yes, did the patient require a transfusion? No, no patient consequences. Photographic conclusion: based on the photographic evidence, the event description can be confirmed. Unfortunately there is not enough evidence in the photographs to determine root cause.